Event description:
During a surgical procedure, the knob of the device detached. Surgical intervention was required in order to complete the surgical procedure. The surgeon unscrewed the knob 4-5 times for repositioning needs when the knob fell off the stabilizer. The surgeon was about to complete the third or fourth graft when this occurred. The staff then used cardioplegia in order to completely stop the heart and complete the case. The pt was last reported to be in good condition. The device was disposed at the hospital.